Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was oversensing 60 hertz cycle noise. The noise was seen on both the atrial and ventricular channels and a lead integrity alert was triggered. The device clinic is following up with the patient to determine what electrical appliance or environment the patient was exposed to and the device remains in use. It was noted that both the atrial and ventricular leads are competitor products. No patient complications have been reported as a result of this event.